Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that after the implant procedure, the pulse generator exhibited intermittent high impedance in both configurations. The physician suspected a setscre anomaly. The device was explanted and replaced.